Event description:
On (B)(6) 2013, a pharmacist reported to baxter (B)(4) that on (B)(6) 2012, a patient had reported to them that a hole was found in a cassette prior to use. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This condition was confirmed, however the root cause could not be determined. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s. And does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any relevant additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was received and evaluated by baxter. A visual inspection found two slices in the cassette sheeting. The set was loaded into a homechoice machine, and a reload the set 200 alarm occurred. The sample confirmed the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.